Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary; bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Based on customer feedback it appears issue was resolved after increasing centrifuge time. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "it was reported that customer experienced sodium discrepancies between their two analyzers. I checked with the other hospitals and clinics within our system. (B)(6) was experiencing sodium discrepancies between their two analyzers. They were spinning the tubes for 3 minutes. They extended the centrifuge time and the issue has resolved."